Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that phacoemulsification tip could not be tightened on handpiece before the intraocular implantation surgery. The surgery completion and patient impact were not reported. This report pertains to phacoemulsification tip involved in reported events.